Event description:
It was reported that the left ventricular (lv) lead had chronic high thresholds and appeared to be "pulled back." Follow up determined that the lead was not dislodged. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d204trm implantable cardioverter defibrillator (ICD), (B)(6) 2012; 6947 implantable tachy lead, (B)(6) 2012. (B)(4).